Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal staple line transection on a low anterior resection, there was a serosal tear above the staple line after firing the radial reload. The surgeon proceeded to use the circular stapler for the anastomosis and one donut was not complete. Additional hand sewn anastomosis required, which prolonged the surgical time by two hours.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero-cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.